Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date returned to MFR: was no should be yes. The device was received for evaluation. Visual inspection found display was white that could have contributed to the reported condition. During functional testing a blank screen occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed display. The display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.